Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they had a bolus anomaly. Customer stated the insulin pump did not record a bolus given at 8:33 a.m. The customer stated the insulin pump was able to record the second bolus applied. The customer's last known blood glucose was 12.4 mmol/l. Troubleshooting found insulin was able to exit the tubing during a fill cannula and no leaks were present on the insulin pump. The insulin pump will not be returned for analysis.